Manufacturer narrative:
MFR's report date: 04/06/2011. (B)(4). The model#/catalogue# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). Sample involved in this event has been discarded by customer. No failure investigation could be performed.

Event description:
The user reported that the arterial smartsite needle-free valve assembly disconnected when they attempted to access it with a luer lock blood gas syringe. There was a small amount of blood when the nurse snapped the set but it was dealt with very quickly. No further info available. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.